Event description:
Syringe pump alarming high pressure/occluded. PICC (peripherally inserted central catheter) line assessed, unable to obtain blood return or flush. Md (doctor) notified, PICC discontinued. Event reached patient- caused minor harm or required minimal intervention.